Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was deployed and the valve dislodged. One paddle was fully detached from it's pocket (towards the left cusp) and the second paddle had difficulty deploying from the delivery catheter system (dcs). Troubleshooting steps were provided to aid in the detachment of the paddles from the dcs however it was unclear if the paddle was fully detached. The c-arm was moved to another angle to better visualize and confirm that the paddle was detached. The nose cone was centralized and the dcs began to recapture when the valve dislodged. The patient remained stable and the valve was anchored above the sinotubular junction and was not interfering with any of the great vessels. The valve was snared and a second valve was loaded onto a new dcs. The dcs was not able to pass the first valve as it was getting hung up on the outflow of the valve (side favoring the outer curve on the ascending aorta). Troubleshooting was performed with a less supportive guidewire without success and attempt was made to snare the opposite valve paddle. The physician applied force to the dcs to pass the valve however was unsuccessful. The right carotid approach was performed to eliminate the favoring of the outer curve. The original paddle favoring the inner curve of the ascending aorta was snared and the second valve was successfully deployed with good hemodynamic result. Changes in the pulsatile pressures were noted after the dcs was removed from the carotid access. The aortic root fluoroscopic images revealed a dissection extending up into the innominate artery. It was hard to visualize where it fully originated but it was near the level of the valve outflow. Further intervention was not provided. No additional adverse patient effects were reported.

Manufacturer narrative:
Other relevant device(s) are: product ID: evolutfx-26, serial/lot #: (B)(4), ubd: 16-oct-2023, UDI#: (B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received indicating that per the physician, the dissection was caused either by trying to pass the second delivery catheter system (dcs) through the dislodged valve or during the carotid approach procedure or a combination of both factors. Per the physician, the first valve did not cause or contribute to the dissection. No treatment was performed for the dissection. Six days following the valve implant, the patient died. The cause of death was not received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the cause of death was the carotid dissection contributing to stroke. Per the physician, the implant procedure complications contributed to the death. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.